Event description:
It was reported that the patient's atrial lead exhibited high, out of range pacing impedance. The lead was cut during a medical procedure. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155449.